Manufacturer narrative:
Concomitant medical products: trifuse, therapy date: (B)(6) 2016. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a leak was noted from a split in the tubing from the silicone segment near the upper fitment. There was no report of patient harm. Additional details were requested but not provided.